Event description:
The patient reported she suffered a fall in (B)(6) 2014 (exact date unknown) and she fell on the ipg. After the fall, she noticed the stimulation was weaker. The patient reports she turns the programmer on and increases stimulation amplitude all the way and she does not receive any stimulation. The sjm representative met with patient and confirmed the patient in unable to feel stimulation. Xrays were to be taken. Further follow up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.